Manufacturer narrative:
The customer contacted siemens to report discordant, falsely high carbon dioxide (co2_c) test results were obtained from an atellica ch 930 chemistry instrument. A siemens customer service engineer cse) was dispatched to the customer site to inspect the instrument. The cse replaced and aligned a dilution mixer and impeller and verified instrument performance with quality control materials. The cause of the discordant, falsely high carbon dioxide (co2_c) test results was the dilution mixer and impeller. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely high carbon dioxide (co2_c) test results were obtained from an atellica ch 930 chemistry instrument. The initial, falsely high test result triggered a repeat test that also yielded a falsely high test result. The customer reported a falsely high test result to the physician(s). It is unknown if both the initial test result and first repeat test result were reported to a physician(s). The carbon dioxide method was recalibrated, and the same sample was repeated on the same instrument giving a lower test result. The repeat result is considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide (co2) test results.